Manufacturer narrative:
This event was deemed to be a duplicate of regulatory report 2649622-2026-04283 and any additional information will be continued in that report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stated that the patient had a prior history of seizures.

Manufacturer narrative:
Continuation of d10: product ID b3300542m, serial# (B)(6) implanted: (B)(6) 2026.product type lead product ID b3300542. Serial# (B)(6) implanted: (B)(6) 2026. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a stage ii deep brain stimulation procedure, the participant experienced a postoperative seizure and worsening brain swelling. An hour after the procedure, a seizure was identified through examination, and medications including keppra were administered. The participant was transferred to the intensive care unit, where several tonic clonic seizures occurred, necessitating multiple intubations and extubations. Imaging studies (MRI/CT) revealed acute parenchymal and subarachnoid hemorrhage, increased superior left frontal hemorrhage, and increased subarachnoid hemorrhage. The participant developed a life-threatening illness or injury, required prolonged hospitalization, and was eventually transferred to palliative care where the patient died on (B)(6) 2026. The event was assessed as possibly related to the implant procedure.